Manufacturer narrative:
Analysis - a full review of all manufacturing lot history records was performed and no deficiencies were noted during the review. All the records indicate that the product in question met the product requirements and was completed correctly without deviations.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff was implanted with c-qur mesh. Plaintiff allegedly experienced severe injury caused by mesh, including but not limited to a hard mass covered in adhesions, hematoma, recurrent hernias bilaterally and pain. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.